Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant procedure due to old aus eroded the urethra. All components were previously removed and a new aus was implanted. The patient had a successful outcome following the procedure.